Event description:
It was reported that prior to implant procedure; upon interrogation, the pulse generator exhibited diagnostics anomaly while still in the box. The device showed longevity estimate was unavailable. After clearing patient data, the longevity estimate displayed normally. The device was not used.

Manufacturer narrative:
The reported field event of ¿the longevity estimate didn't display initially¿ is a normal device function. These devices do not show an accurate longevity until 24 hours of patient history have been recorded. During that time the battery status graph will show full. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics with the battery voltage is still near beginning of life - bol.